Event description:
It was reported after transporting a patient down carpeted stairs and while traversing an outdoor concrete ramp, one of the chair's transport wheels detached. There was no alleged injury as a result and the patient was able to stand and pivot to the awaiting stretcher.

Event description:
It was reported after transporting a patient down carpeted stairs and while traversing an outdoor concrete ramp, one of the chair's transport wheels detached. There was no alleged injury as a result and the patient was able to stand and pivot to the awaiting stretcher.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The alleged issue was confirmed; however, there was no observation of other malfunctions that would have contributed to the reported issue. The wheel assembly was replaced and the chair was tested and cycled prior to returning to service.